Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported that a 6dct tracheostomy tube was placed in the patient in 2009. The caller did not know if the tracheostomy tube was pretested before it was placed in the patient. A leak was discovered in the next day, and the cuff could not be re inflated. The tracheostomy tube was removed from the patient, and replaced with another 6dct.